Event description:
It was reported during an unspecified procedure, "braids of the stent are break". No patient complications were reported and the patient status is okay. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).